Event description:
Reporter alleged obtaining a discrepant blood glucose result of 599 mg/dl back to back with a result of 252 mg/dl on the advantage system when testing was performed within 10 minutes. Reporter indicated that he skipped lunch because of the high readings. No other actions were reported taken nor treatment received. No adverse event reported. A request was made for the return of the affected product.